Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14c22051 and h14b03111. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient recovered from the peritonitis event and the peritoneal dialysis effluent was clear. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, patient experienced possible peritonitis and unspecified antibiotic was injected into a heater bag for treatment of peritonitis. On (B)(6) 2014, patient was diagnosed with peritonitis. This is the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotic(s) intraperitoneally (medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, the patient was discharged from the hospital. The patient was recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3.